Manufacturer narrative:
No product has been returned for evaluation as no product malfunction alleged or identified. No radiographs or images provided to confirm the reported event. Review of the reported event identified the hematoma as anterior and not in proximity of any nuvasive products. Left in-situ.

Event description:
On (B)(6) 2019, a patient underwent a two part anterior and posterior fusion procedures. First stage was anterior fusion at l4 level utilizing the patients fibula followed by posterior fixation at l3 to l5. Post operative a hematoma was confirmed at the anterior fusion and a revision procedure was performed.